Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: surgical impactor device; 3/4/2021 as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the shell/liner impactor device broke while impacting the cup. It was further reported that a piece of the shell/liner impactor device broke and was stuck in the surgical impactor device. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and it was determined that the cup-adapter t-handle was broken in two pieces. It was further determined that the device failed pretest for functional assessment and visual assessment. Therefore, the reported condition that the shell/liner impactor device broke while impacting the cup was confirmed. The assignable root cause of this condition was determined to be due to improper handling (excessive force or by dropping the device) by the user (user error).